Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 125-155mg/dl fasting. Verified test strips expire 08/13/2017. Customer's test strips are being stored in the bathroom, and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern:with 118mg/dl , 86mg/dl, 111mg/dl. Adverse event not reported.